Event description:
The customer reported that while pipetting a plate on summit the tech observed that all wells in row b were pipetted twice. No error code was generated. No death or serious injury was associated with this complaint.